Event description:
This is a spontaneous report by a nurse from the USA of peritonitis. On an unreported date, the patient began peritoneal dialysis (pd) treatment. During a call with baxter customer service, the patient's nurse reported the following information. On an unreported date, the patient developed peritonitis. The cause of the peritonitis was unreported. It was unreported if the patient was hospitalized and if treatment was rendered. It was unreported whether pd therapy was ongoing. At the time of this report, it was unknown whether the patient was recovering from the peritonitis. Medical history and concomitant medications were not reported. Per the nurse, the peritonitis was unrelated to pd therapy.

Manufacturer narrative:
The lay user/patient's test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips involved in this case have passed all testing with no faults found. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan to report the one touch ultra2 meter was giving inaccurately erratic readings. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided. On (B)(6) 2010, the patient obtained the blood glucose readings of 333 mg/dl, 198 mg/dl and 133 mg/dl on the reported meter within 20 minutes. Afterwards, the patient took the action of taking an increased dose of insulin. The patient manages her diabetes with insulin on a sliding scale. One and a half hours later, the patient experienced the symptoms of shaking, impaired cognition and she felt "low". At 6:30 pm the patient was taken to the hospital. The patient's treatment at the hospital is unknown. Troubleshooting revealed the patient's testing technique was correct and the test strips were in good condition and within opened expiration dating. Quality control testing was performed during the call, with failing results. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after taking an increased dose of insulin based on elevated meter readings, and received emergency medical attention. Therefore, this complaint is being reported.

Event description:
A report was received that alleges that the 15mm connector detaches from the shaft of the tracheostomy tube which required replacement. The trach was replaced and the patient recovered with no incident related medical sequelae.

Manufacturer narrative:
(B)(4). The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.